Manufacturer narrative:
Block h6: device code a0510 captures the reportable event of carrier failure to retract. Patient code e0506 captures the reportable event of bleeding. Impact code f1901 captures the reportable event of additional surgery. Impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that, during a vaginal prolapse repair procedure using a capio slim device, the carrier failed to retract and became stuck in the tissue, resulting in a vein injury and significant bleeding. The event was classified as life-threatening. The physicians collaborated to control the hemorrhage in optimal conditions as quickly as possible. The patient was initially stabilized, and the procedure was completed; however, a recurrence of bleeding led to hemodynamic instability. The patient was returned to the operating room for further surgical intervention via a laparoscopy/midline approach, during which hemostasis was achieved under complex conditions. She was then transferred to another hospital in a stable condition for potential embolization, as a reoperation posed significant risk. No additional procedures were necessary, and the patient is under routine follow-up. No further patient complications were reported.